Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted. During the procedure, the physician noted that there may be a possible infection at the ipg site. The patient was prescribed oral antibiotics.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had drainage at the ipg site. At a post operation follow up appointment, the patient reported fever and drainage at the ipg site. The patient has reported a fever since the date of implant. Bloodwork was taken and the patient was given oral antibiotics.

Event description:
Follow up information received that the infection has resolved.

Event description:
Follow up information received indicates that the patient's drainage at the ipg site has resolved.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.